Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly makes squealing noise when powering on meter. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.